Event description:
On (B)(6) 2010, roche ids customer reported her physician experienced a leak in the insulin cartridge. Multiple attempts were made to reach pt and these were not successful. Additional info, including lot number and expiration of product, was not available. No product will be returned for evaluation. The pt did not require assistance from a health care professional or second party to address the issue. It is unk if the pt experienced physiological effects as a result of this complaint.

Manufacturer narrative:
No product will be returned for evaluation.